Event description:
Needle tip broke off in abdomen (device induced injury). Case description: a physician reported that a pt with type ii diabetes mellitus discovered that the needle tip of a novofine needle broke off after they had injected themselves. Later on, the injection site on their abdomen became inflamed, however, an x-ray and CT could not confirm the presence of the needle tip in the pt's body.